Event description:
The reporter stated the surgeon inserted a -4.5 diopter 12.6mm micl 12.6 implantable collamer lens and the lens tore. The incision was enlarged slightly to remove the lens and another icl was used. That lens also tore while being inserted and a 3rd icl was implanted. Sutures were not required. The reporter stated the cause of the event was due to the foam tip plunger overriding the lens upon insertion. See MFR. Report # 2023826-2011-00609.

Manufacturer narrative:
(B)(4) - surgical incision, enlargement of, tears, rips, holes in device, device material, plunger override. (B)(4). Product not returned.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found a piece of one haptic torn off and missing. The lens was returned in liquid. (B)(4). Product not returned.